Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy. During the procedure, the lights on the generator began to flash and the device stopped cutting intermittently. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05968. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
During the procedure, the blade was spinning but not cutting. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05968 and medwatch 2210968-2012-08319. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4) - blade does not cut. Conclusion: the actual device involved in this event was returned for evaluation. The blade failed to rotate and hence cut during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate/cut as intended.